Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Upon follow up, tandem clinical diabetes specialist (cds) reported the customer had reverted to using manual injections for insulin therapy. Reportedly, the cds met with the customer and healthcare provider for additional pump training.

Event description:
It was reported that the customer's blood glucose (bg) was elevated. The customer went to the emergency room and was admitted to the hospital. The customer could not recall the details of the event. While troubleshooting with tandem technical support, the customer reported that only a bg value would be entered into the pump for a food bolus and the number of carbohydrates would not be entered.